Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced infection at the lead site. The patient underwent surgical intervention on (B)(6) 2016 where the physician opened the site for inspection, irrigated the site, the cultures were taken and the site was closed.

Event description:
Additional follow up received identified the infection has resolved.